Manufacturer narrative:
This event is a duplicate event of pe (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3587a25, lot# n120805, implanted: (B)(6) 2010, product type: lead. Product ID: 3487a, lot# j0108142v, implanted: (B)(6) 2001, product type: lead.

Event description:
The patient reported she had a broken lead on the implantable neurostimulator (ins). The ins was now turned off. The indication for therapy was non-malignant pain, other chronic/intract pain (trunk/limbs) and rsd/causalgia-complex regional pain syn. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.